Event description:
Reporter indicated that vns pt was seen in hosp e.r. The day after implant surgery. The pt experienced a severe seizure and was admitted to ICU for 3 days with decreased potassium and sodium levels. The pt was vomiting and could not hold down any medications. Stimulation was initiated approx two weeks later and the pt is now reportedly doing well.